Event description:
It was reported that the patient underwent a spacer explant procedure and then a posterior fusion procedure, both due to an unknown reason. The procedures were successfully completed. No further information can be obtained regarding the event or the device despite good faith effort. The device will not be returned as it was disposed of by the medical facility.